Event description:
In 2006, nellcor puritan bennett received a report of inflation/deflation issues on an tracheostomy tube. The caller reported that after insertion of the tracheostomy tube the cuff would not inflate. The caller reported that the cuff was pretested. The caller reported that the tube was replaced without incident.

Manufacturer narrative:
Investigation of this report is currently in progress. The sample and lot number associated to this report are not available for evaluation.